Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead had been showing high, out of range shock impedances at greater than 200 ohms. A vector breakdown was completed after a file analysis and the vectors, including ra coil appeared to be responsible to for the high shock impedance measurement. From last year the ra vectors appeared to have increased by ~30ohms each. This was deemed unlikely to be due to electromagnetic interference (emi) but more related to natural causes like lead encapsulation. Reprogramming and continued shock impedance monitoring was recommended for this rv lead that remains in service. No adverse patient effects were reported.